Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the m.r.I. Implantable port, groshong single-lumen, 8f that are cleared in the us. The pro code and 510 k number for the m.r.I. Implantable port, groshong single-lumen, 8f are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.

Event description:
It was reported that during a port placement procedure, the catheter allegedly broke. It was further reported that the device allegedly leaked. The procedure was completed by using another device. There was no reported patient injury.

Event description:
It was reported that during a port placement procedure, the catheter allegedly broke. It was further reported that the device allegedly leaked. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the m.r.I. Implantable port, groshong single-lumen, 8f that are cleared in the us. The pro code and 510 k number for the m.r.I. Implantable port, groshong single-lumen, 8f are identified in d2 and g4. H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one unsealed bardport MRI implantable port kit was returned for evaluation. Visual, microscopic and functional evaluations were performed on the returned device. The port stem was noted to have a fracture and a portion of the port stem was noted to be missing. No leaks were observed upon functional testing. Therefore the investigation is confirmed for the reported fracture and the identified material separation issues. However the investigation is unconfirmed for the reported fluid leak issue as no evidence of leak was noted upon sample evaluation. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.